Event description:
It was reported that the patient presented for a remote follow up via merlin.net with a pulse generator that exhibited premature battery depletion. No interventions were made or reported. The patient was in stable condition.

Event description:
New information received indicated that the device was explanted and replaced. The patient was stable.